Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the pediatric nurse collected blood samples (growth hormone). After the nurse punctured the blood, the nurse found that the blood flow stopped after about 1ml was collected. After adjusting the position, the blood collection could not continue, so the test tube was replaced. After the replacement of the test tube, the blood flow was normal."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-21. H.6. Investigation summary: bd received two (2) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the pediatric nurse collected blood samples (growth hormone). After the nurse punctured the blood, the nurse found that the blood flow stopped after about 1ml was collected. After adjusting the position, the blood collection could not continue, so the test tube was replaced. After the replacement of the test tube, the blood flow was normal."